Event description:
It was reported that the customer experienced difficulties with the pump's quick bolus/wake button, which was hard to press and required multiple attempts to activate the pump screen. There was no adverse impact to the customer's blood glucose level. The customer continued to use the pump for insulin therapy.